Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for optical signal properties. In addition, contact force was displayed when connected to the tactisys unit, with no error messages noted. During functional testing the catheter did not pass an irrigation test. Further analysis revealed a leak at the irrigation tubing and tip assembly junction, causing a short circuit. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.